Event description:
It is reported that the device was implanted in 2006. The distal end of the lag screw entered into the cortical bone. Approx 4 weeks post-op, progress was good.

Manufacturer narrative:
Evaluation summary: the pt activity level is unknown, although, the pt, at time of surgery. There is no information about the conditions under, which this event occurred. However, as mentioned in surgical technique, goal of lag screw placement is perfect placement into the central position of the femoral head on the ap and lateral view. Failure to appropriately consider femoral head/neck bone mass and quality could result in implant cut-out. Based on available information, a definitive cause cannot be attributed. No product or x-rays were returned for review. No lot number was provided; therefore, mfg records could not be reviewed.